Manufacturer narrative:
Investigation/evaluation: the zenith flex with spiral-z technology aaa endovascular graft iliac leg was not returned. A review of documentation was performed. This included a review of medical imaging, complaint history, the device history record, the instructions for use, and quality control data. A pre-implantation computerized tomographic angiography (cta), implantation angiography, one-month post implantation cta, and six-month post implantation cta were provided to the investigation for image review. From the image review, thrombus development beginning at one month is confirmed in both the right zsle and the left bridging zsle. There were no significant findings relative to the use of the device observed. Usually innocuous, abrupt but mild increases in lumen caliber became a nidus for thrombus formation in this particular patient. The patient demonstrated a propensity to form thrombus downstream. A computerized tomography (CT) scan 202 days post procedure, revealed thrombus formation in the distal right common iliac limb, left internal iliac limb, and the left common iliac. A review of production and quality documentation did not identify any specific issues with current manufacturing or quality controls that may have contributed to this incident. The device history record was reviewed and no non-conformances were noted. Each zenith device is shipped with instructions for use (IFU), listing the indications for use, contraindications, warnings and precautions, and the correct deployment procedure. Per the IFU, risk of thrombus formation can be due to regions of stenosis or narrowing, poor outflow, a hypercoagulable state, or excessive overlap 10 mm above the main body bifurcation. Based on the investigation evaluation, a possible root cause for the thrombus in the zsle-20-74-zt is, procedure-related / patient condition-related. Measures have been initiated to address reports of zenith device occlusions, kinks, and lumen obstructions. Monitoring will continue to be performed for similar complaints. The appropriate personnel have been notified of this event.

Manufacturer narrative:
(B)(4). The device has been requested and not yet received. The event is currently under investigation.

Event description:
It was reported that a study patient underwent an endovascular aneurysm repair (evar) procedure with a zenith flex with spiral-z technology abdominal aortic aneurysm (aaa) endovascular graft iliac leg. There was no reported difficulty deploying any of the devices. A molding balloon was not used. Post stent dilatation was performed on the atrium icast stent. Angiography revealed patent devices with no kink or endoleak. Core lab evaluation revealed patent devices without kink or endoleak. The patient was discharged from the hospital on (B)(6) 2016 (1 day post-procedure). Follow-up imaging was performed on (B)(6) 2016 (27 days post-procedure) via CT scan. Devices were reportedly patent and intact with no kink however, type ii endoleak was noted. The patient was started on aspirin therapy on (B)(6) 2017. Additional follow-up imaging was performed on (B)(6) 2017 (202 days post-procedure) via CT scan. Again, devices were reportedly patent with no kink or endoleak. Thrombus formation was noted in the distal right common iliac limb, the left internal iliac and the left common iliac. On the same date, the patient was started on plavix. The treating physician noted that it was unknown if the thrombus was related to the study device. The event was not considered serious. The patient remains in the study.